Event description:
It was reported that an instance of low impedance had been observed on the atrial lead of an asymptomatic patient. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
.